Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, vascular compromise (vascular occlusion), was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a us healthcare professional and concerns a patient. The patient was injected with radiesse®, into the chin. After the treatment with radiesse®, the patient showed signs of vascular compromise. The outcome of the event was unknown.